Manufacturer narrative:
Related report number: 3007007357-2023-00005. The complained contra-angle handpiece was examined by w&h and no technical fault on the part of w&h could be detected. Thus, the initial assessment (lack of maintenance) of the distributor as the cause of the strong heating can be confirmed as plausible.

Event description:
After several uses, the product heated up and burned three (3) patients.